Manufacturer narrative:
Eval summary: MFR evaluated pictures of the wheelchair in (B)(4) 2011 and (B)(4) 2012. Based on the pictures, the weld on the seat post appears in tact but the material around the weld broke away. The pictures shows significant scraping on the bottom of the footplates, which indicates the footplates are pushing into the ground or other obstacles. This could result in too much stress on the material of the top plate of the seat post which, in turn, caused the top plate to break away from the seat post. MFR has requested the seat post and top plate be returned for further analysis, but they have not been returned as of the date of this report.

Event description:
The top plate of a seat post on the power wheelchair broke away from the seat post. End user did not suffer serious injuries. The pictures provided to MFR show the weld on the seat post appears in tact but the material around the weld broke away. The pictures show significant scraping on the bottom of the footplates, which indicates the footplates are pushing into the ground or other obstacles. This could result in too much stress on the material of the top plate of the seat post which, in turn, caused the top plate to break away from the seat post. Seat post and top plate have not yet been returned to MFR for further eval. MFR replaced the seat post and with a reinforced weld. End user is satisfied with repair.